Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a shorted in the computer/analog (c/a) board underneath inter-pca connector j1002. The short damaged multiple components on the c/a board. The root cause for the shorted pca could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing at the distributor.